Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The device was received and evaluated at the service center. The reported complaint that the scope was bent, was confirmed. The following defects were found during evaluation the outer tube was damaged, needle outer tune bent, outer tube compressed, illumination distal tip fiber was damaged, optical system, optical components broken lenses in optical system. The device was diagnosed and repaired using spare parts and was tested and found to be working according to specifications. The physical damage to the device can be attributed to user mishandling of the device during decontamination as reported. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 10/15/2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the hd epscp,4.0,30,167,mitek scope was bent during decontamination. During an in-house service and evaluation it was determined that the device outer tune was bent, outer tube was compressed, illumination distal tip fiber was damaged and broken lenses in the optical system. There was no procedure involved. No additional information was provided.